Event description:
The d-stat flowable hemostat was deployed to control bleeding from a vascular access site after a patient exhibited continued bleeding following closure with a perclose device. Following deployment, the patient exhibited shivering, tachycardia, and restlessness. The patient was treated for a possible allergic reaction with solumedrol, benadryl, versed, and fentanyl. The symptoms were resolved; however, the patient became sedated and started having respiratory stridor. Oxygen was applied and the event was resolved.